Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: no batch#/sample available.

Event description:
It has been reported that one needle 26x3/8 ib has been found with a clogged needle during use. The following has been provided by the initial reporter: material no. 305110, batch no. Unknown. It was reported the needle was unable to depress insulin. This report represents all available product information. No additional information is available. Complaint subcategory: unable to depress. Description of issue: customer reported inserting insulin. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Item number: 26 g, 3/8¿ needle ¿ 305110, product lot number: 305110. For bd product only, are samples available for investigation? N/a. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer was able to attach a different needle to the same syringe and fill her cartridge successfully. Customer was able to resume insulin.